Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers with pocket failed. The field service engineer (fse) removed defective and jammed cubies and cleared overloading. Filter needles were found in the top full-height drawer without cubie pockets, and pharmacy was notified. All foreign objects were removed, the drawer was cleaned with a pharmacy technician, tested on hardware test application, and pharmacy was advised to fill all cubies and not leave them empty. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple pockets were failed and lid kept popping off. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.